Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had software error detected. The customer¿s blood glucose level 9 mmol/l at the time of the incident. The customer reported that her daughter did a set change but in the middle of the set change the pump turned off. Customer was advised to navigate to the auto mode readiness screen. It was reported that the auto mode status screen shows active insulin updating. Customer was advised to monitor pump and call back as needed. Customer was advised it was taken 4 hours for the pump to enter auto mode again due to the pump error that they have received. The insulin pump will not be returned for analysis.